Manufacturer narrative:
Products were not returned for evaluation, hence the condition of the product is unknown. Product compatibility of the devices was reviewed with no issues noted. The reported issue is not against a specific feature, characteristics or the process associated with the reported products. Hence, device history record review would not assist in determining a root cause. Review of the complaint history for the part lot combinations associated with the reported products indicated no previous complaints. X-rays review notes were provided, it was noted that the prosthetic components appeared in normal position with no abnormalities demonstrated. Operative notes for procedure performed state that the final reduction was stable throughout a range of motion and nothing in the surgical notes indicated deviation from the surgical technique. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. These devices are used for treatment.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
The patient states the implant is separating. Further clarification is ongoing.

Event description:
It is reported that the patient is experiencing pain in the knee, leg muscle and hip joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.